Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed snacks in the middle of the night, and due to miscalculating the carbohydrates and delivering bolus requests based off the inaccurate amount of carbohydrates, the customer experienced blood glucose levels ranging from the 50's (mg/dl) to the 60's (mg/dl). To treat bg level, carbohydrates were consumed. Recommendation was made to consult with health care provider regarding diabetes management.